Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had low power during surgery. There was no injury reported. It is unk if delay or med intervention occurred. There is no add'l info available.